Event description:
It was reported that a patient with an implanted edwards aortic bioprosthetic valve was diagnosed with aortic stenosis and regurgitation after an implant duration of approximately 10 years. The patient was approved for implant of an edwards transcatheter bioprosthetic valve within the subject device (valve in valve). Procedure was completed (B)(6) 2013; patient is in stable condition.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.